Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
The customer contact reported breakage of the distal tip of the option- lok male adapter. At an unspecified time, the customer contact reported that the nurse disconnected the option-lok male adapter of the tubing set from a needleless valve connector to draw unspecified patient labs. At this time, the tip of the option-lok male adapter of the tubing set broke off inside the needleless valve connector. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
Subsequent to the submission of initial medwatch MFR report #9615050-2014-02464 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
The customer contact reported breakage of the distal tip of the option- lok male adapter. At an unspecified time, the customer contact reported that the nurse disconnected the option-lok male adapter of the tubing set from a needleless valve connector to draw unspecified patient labs. At this time, the tip of the option-lok male adapter of the tubing set broke off inside the needleless valve connector. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. No additional information was provided.